Event description:
It was reported while using the bd difco¿ salmonella o antiserum group c1 factors 6, 7, a patient sample was identified by the reference laboratory as group r positive rather than c1 positive. No patient impact or consequence reported. This is report 2 of 2.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.